Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During an avnrt ablation procedure, the patient developed complete heart block. While ablating near the slow pathway with a safire ablation catheter, it was noted one atrial signal did not conduct to the ventricle so ablation was terminated. The patient continued to have atrial depolarizations with no ventricular activity. An unsuccessful attempt was made to manipulate the safire ablation catheter into the ventricle; external pacing was also attempted unsuccessfully at this time, so another unknown catheter was placed to provide pacing. A permanent pacemaker was then implanted to treat the patient. There were no performance issues with any sjm device.